Event description:
The customer reported that during a case, the 6800 system and the pedal would not work. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The universal node assembly printed circuit board, the controller assembly printed circuit board, and the single board computer card were reseated. The nodes were flashed and rebuilt, and the calibration files were uploaded. The footswitch was replaced. The system was tested and operates as intended.